Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump felt hot. The patient stated that they went to the pool and laid out in the sun and the pump was working. The patient came in and noticed pump not working. (See separate power pi) the patient reported no damage to pump case, battery cap or keypad. The patient reported they can see something white under the display screen. The patient reported the back of the pump, where the clip fits felt hot. There is no reported adverse event with this complaint. This report is made based on the allegation of the hot pump issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the pump returned with visible moisture in display screen. Pump has vibratory and audible sounds; the display screen remains blank and does not go the verify screen. The keypad was observed to be torn at the ok key. A review of the black box shows no unusual fluctuation of the voltage. An in house leak test revealed a keypad leak. Removed pump cover; internal moisture damage was found in the pump.